Event description:
The customer obtained lower than expected, vitros amon quality control results (128, 125, 105 vs. An expected result = 167.0 mol/l) from a vitros lpv ii fluid on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected, vitros amon quality control results were obtained from a vitros lpvii fluid on a vitros 5,1 fs chemistry system. An ocd fe performed service actions to return the system to expected performance. The root cause of the event is most likely analyzer related. There was no evidence that a reagent related issue contributed to the event.